Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he had sensor malfunctioned again. The customer reported that it lasts for 4 days. He did insulin for breakfast, it was showing that it was going low. He ate some bars. Pump was suspending insulin and his blood glucose was 480mg/dl. He had several sensor failures, he got it going he had sensor error, he waited for an hour and still not accepted, and started working for few hours but later it was not working still. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.